Event description:
It was reported that while using 2 bd phoenix¿ ast broth fungal contamination were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "ast broth was showing fungal element. Out of 100 tubes 2 tubes were showing fungal element.".

Manufacturer narrative:
Investigation summary: this complaint is for contaminated tubes of phoenix ast broth (246003) batch 0324789. The customer provided photos but, no returns for investigation. The photos showed a tube of ast broth with contamination in the tube. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd phoenix¿ ast broth fungal contamination were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "ast broth was showing fungal element. Out of 100 tubes 2 tubes were showing fungal element."